Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the post-implant follow up check, it was noted that a non-sustained tachycardia episode was recorded for the lead of which contained noise like artifacts. Manipulation of the pocket location and with arms of the patient did not result in any noise. An x-ray was taken of the lead and no abnormalities were observed. The patient was sent home and is currently being monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted there was apparent oversensing in one lead failure predictor episode of <(><<)> 220 millisecond v-v cycle recorded on 2014-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.